Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.

Event description:
According to initial reports, onxm-27/29, sn (B)(4) was implanted (B)(6) 2018 in the pulmonic position and explanted (B)(6) 2018.

Event description:
According to initial reports, onxm-27/29 sn (B)(4) was implanted (B)(6) 2018 in the pulmonic position and explanted (B)(6) 2018.

Manufacturer narrative:
The manufacturing records were reviewed and it was confirmed that all records were controlled, available for review, and met all specifications per the device master record. All lots passed functional testing and met release specifications. During the investigation no non-conformance's or deviations were noted. Attempts at obtaining additional information have gone unmet. The onxm-27/29 sn (B)(4) was reported as implanted in the pulmonic position of a 13 year old male on (B)(6), 2018. Two days later, (B)(6), 2018, this valve was replaced with an onxace-27/29 sn (B)(4). The explanted valve was not provided to the manufacturer for examination and no further information was supplied by the implanting center or surgeon. Use of either the aortic or mitral on-x valve in the pulmonic position is off-label, but the options available to a patient needing pulmonary valve replacement (pvr) are severely limited. In this case, a mechanical prostheses was selected. While rare, this is not unheard of. However, the complaint is issued because the first valve was explanted and replaced after only two days. Unfortunately, we do not have any information concerning the circumstances necessitating this re-operation and manufacturing records for the valve appear normal. Consequently, we have no information to support any assessment of the performance of the initial on-x valve and cannot determine what, if any, relationship it has to the need for replacement. Root cause for this event is unknown. No further action is warranted at this time. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to cryolife is accurate or has been confirmed by cryolife.